Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, low battery voltage was observed on the new device. It was noted that the device was kept in the car overnight. The ICD was not implanted.